Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed harmful limits. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin.